Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an open repair of a primary, single defect, umbilical hernia under general anesthesia on (B)(6) 2010 using mesh. The patient was discharged on (B)(6) 2010. The patient experienced a weepy superficial inflammation of the epidermis on the mid-abdomen, 3cm diameter in size, on (B)(6) 2010. There was pain around the inflamed area, which was discharging a lot of fluid from the infected site. The patient was treated with antibiotics. Two and one half months after the initial procedure the affected area was healed. The surgeon opines that the development of the weepy superficial inflammation of the epidermis was a reaction to topical alcoholic prep.